Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 560 mg/dl with a moderate/high ketone level. A correction bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning as intended. Reportedly, customer was using admelog insulin. Cts informed customer that the insulin was not labeled for use with the pump. Contact acknowledged.